Manufacturer narrative:
(B)(4). Batch #: t5ea8e. (B)(4). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cs40g device was received with the closing trigger broken and in the opened position, otherwise with no apparent damage. The device was received with one reload present. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The returned reload was pulled out of the device and placed back on; the device opened and closed without any difficulties. The ledge of the lockout showed indentations. The device was tested for functionality with the returned reload and using a screwdriver as a closing lever. The device fired, cut, and formed the staples as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The device lockout and the reload lockout were functional. It should be noted that product failure is multifactorial. The event reported was confirmed and it is related to improper use of the device. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device with the cartridge not fully seated. Also, if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a low anterior resection, doctor was not able to close the contour on the rectal tissue. The tissue being thick the first contour's closing trigger bloke. No pieces fell into the patient. Later the opened another pc and found that they were unable to close it on the same tissue. The managed with sutures and completed the procedure. Procedure was completed successfully with no patient consequences.